Event description:
It was reported via email that the screw and thread were destroyed during surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.